Manufacturer narrative:
Two complete guidewires were returned for analysis. Analysis noted fatigue striations on the top region, and ductile failure on the lower region of one of the guidewires. The damage found was sustained during the surgical procedure. The guidewires were otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that soft distal portion of the guidewire broke off in the middle of the vein during a device implant procedure. The physician elected the fragment to be remained inside the vein. The remaining portion of the guidewire was returned for analysis. The patient was stable before and after the procedure.

Manufacturer narrative:
Should have been reported as (B)(6) 2016.